Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Rattling noise emitting from evaporator fan motor. Replaced chiller. The unit is functioning properly. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid.

Event description:
It was reported that the arctic sun device was making a rattling noise. They loosened and then tightened the housing bolts near the filter and the noise stopped and would call back if the noise returns. Per follow up information received via task on (B)(6) 2025, no patient involved at the time of the malfunction.